Event description:
Three pt samples with discrepant results for troponin t (tnt), or ckmb. Pt 1, initial ckmb gave 17.72 ng/ml; repeat gave 5.48 ng/ml. Pt 2, initial tnt gave 0.152 ng/ml; repeat gave <0.010 ng/ml. Pt 3 initial ckmb gave 25.99 ng/ml; repeat gave 2.39 ng/ml. No info provided to determine if results were used to guide therapy. The field svc rep replaced the measuring cell and probe seal. Performance tests were performed. If add'l info is rec'd, appropriate notification will be provided.